Event description:
A medsun mandatory medwatch report (uf/importer report# mw5165441) that stated: "when getting supplies ready for IV insert, the extension set lot 14121331, ref mc33038 had a leak/break in hub and/or attachment to hub." Additional event information obtained from ufmw: the suspected medical device was a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing the initial reporter is unknown and is a risk manager. Initial reporter asked to remain confidential. Note: the leakage was an unspecified and unknown fluid.

Manufacturer narrative:
The reported complaint of a leak/crack could not be confirmed. Without the return of the sample, or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.